Event description:
Customer reported damage to the pump housing and usb port, specifically impacting the usb port and pins, which affected charging ability. Despite the damage, the pump did not shut down, and there was no reported adverse impact to the customer's blood glucose level. Customer provided a picture of the damage, received approval for a pump replacement, and planned to contact a healthcare provider as no backup therapy was available. The customer was interested in obtaining an out-of-warranty loaner pump due to the pump being out of warranty.